Event description:
The physician successfully implanted a gore excluder bifurcated endoprosthesis. Final imaging detected a type ii endoleak. The interventional radiologist performed a thrombin injection into the area in an attempt to resolve the endoleak. During the injection procedure, a hole was inadvertendly punctured through the graft causing the flow to the left leg to shut down. The physician surgically removed the thrombus to the left leg thus successfully restoring the flow to the left leg. The pt's condition was stable following the procedure.